Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. It was reported that  sometimes, depending on how they sit or lie in bed, they get a burning spot on their right hip or groin. The patient said the sensation felt like a match. The patient also said that at night when they are asleep, they tend to jump out of bed because they are not sure what is happening. Patient mentioned that the sensation catches them by surprise, and they jump up and their cat gets up to the floor. The patient was redirected to their healthcare provider to further address the issue.